Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and released back to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two 2016 recall- 03/15/2018 12:46:19 anese clemons (aclemons) recall point of contact victor ibarra/corp. Manager/559-459-3094/vibarra@commuitymedical.org 06/04/2018 12:07:03 gabriel lopes (glopes) tamper seal broken. 06/04/2018 12:11:26 gabriel lopes (glopes) device received with software v9.15.1.2. 06/04/2018 12:17:53 gabriel lopes (glopes) split nut recall completed. Device received with: barrel clamp cracked, handle cracked, iuis corroded, front case cracked top left, rear case broken rt low corner, split nuts worn (raking). 06/13/2018 10:10:16 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per gabriel lopes, service tech. Repair approved by bernardino surla at bsurla@communitymedical.org for $579. New po# is 10862320. Npi 06/20/2018 12:19:31 gabriel lopes (glopes) replaced barrel clamp, handle, iuis, front case, rear case, split nuts. Split nut recall completed. Device calibrated and pmed. 06/21/2018 09:03:57 annette a mendez (amendez) 1z9791540372333835 09/05/2019 11:02:09 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.